Event description:
Spontaneous - patient reported he was injecting testosterone as usual when after pressing down on the syringe plunger, no medication came out of the needle and it actually back-flowed into the plunger area. Defective syringes. No missed dose or adverse events reported; unknown if available for return; unknown if md aware. No further information provided. Product lot number is unk. Syringe used to inject testosterone at above dose/frequency. Reported to (B)(6) by pt/caregiver.